Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor sn (B)(4): 10/02/2013; belt sn (B)(4): 03/27/2015.

Event description:
A us distributor reported that a patient passed away in a correctional facility on the morning of (B)(6) 2018 while wearing the lifevest. It was reported that the patient was alone in bed at the time and the device was alarming. CPR was not initiated as the patient was a dnr (do not resuscitate). At 10:40:39 on (B)(6) 2018, the lifevest detected asystole degrading to vt at 110 bpm. The device properly detected vt at 110 bpm; however, the patient was not treated due to the rate falling below the treatment threshold. The patient rhythm then degraded to vf for 22 seconds before degrading to asystole with intermittent cardiac activity. The device properly detected vf; however the patient was only in the detection sequence for 22 seconds, therefore the patient was not treated. The lifevest requires 25 seconds in a detection sequence before treating the patient. The patient rhythm then showed intermittent cardiac activity until the electrode belt was disconnected at 10:41:39. The patient passed away.